Event description:
It was reported patient indicated an allergic reaction to metal. The patient stated both devices were explanted. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available. Refer to manufacturer report # 3004209178201008908.

Manufacturer narrative:
(B)(4).